Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/19/2021. H3 evaluation: six samples were received evaluation.the samples were product code 2160, description: j-vac bulb suction reservoir, lot j2014358. At the time of the initial evaluation, four out of six samples did not inflate as expected. This confirms the failure. According to the IFU, a repeat of the patency test should be made if the bulb does not fully inflate on the first attempt. Upon retest one week late, four out of four passed. There were only four samples remaining because two samples (one passing and one failing) were dissected for investigational purposes. The dissected samples appeared as expected. The anti reflux valve was as specified, oil was present and appropriately applied, and no abnormalities were found. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm whether or not this customer ) performed the patency check mentioned above prior to using each suction reservoir on the patient as directed in the IFU? Can you also please also confirm if this is or is not a standard practice of the back table staff at this hospital? Response from rep: the customer has used the jvac bulbs for many years and never had issues, due to the high reliability of the product. That¿s why they, until the incident occurred, didn¿t pretest the bulb anymore. As the incident popped up, they started to take sample tests per box and would release the whole box if the sample test was fine. Per the instruction for use: ...3 activating the j-vac bulb suction reservoir. It is important that the patency of the j-vac bulb suction reservoir be verified immediately prior to connecting it to the drain: with the drainage plug removed, squeeze the reservoir until it has collapsed. Holding the reservoir in a collapsed position, insert the drainage plug to seal the drainage opening. Release the squeezing pressure to allow the reservoir to inflate. In the event the reservoir does not completely inflate, the following corrective procedure should be employed: repeat above steps for verifying patency of the bulb suction reservoir. This repeated action should open the anti-reflux valve and permit it to function normally. If the reservoir does not completely reinflate when tested according to the procedure described above, the reservoir should not be used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/27/2021. Additional information: d9. H3 evaluation: additional five (5) complaint samples of same lot were received for evaluation. At the time of evaluation of complaint sample, pressure test, vacuum test of all samples was done and found within specified limit. System check was also performed for each sample, but results were not within the specified criteria. The bulb opening time was more than the specified criteria of 6 seconds. The complaint is verified/CAPA. Retain sample of the same tot no. J2014358 were checked visually and functionally and found within the specified criteria. Note: 5 samples reported on mw# 2210968-2021-02615, 2210968-2021-06732, 2210968-2021-06733, 2210968-2021-06734, 2210968-2021-06735. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Did this event require reop? No, no reop needed for this patient. Please clarify the number of products involved in the event and how many will be returned? 1 involved , 10 returned from the same lot. Were the 10 devices involved in the same single procedure? No, one involved, 10 from the same lot returned for investigation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an craniotomy procedure on an unknown date and a reservoir was used. The one way valve doesnt open, no suction. No patient consequences were reported. Additional information has been requested.